Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause of the leak was not determined. The part evaluation suggests that the leak originated at the stem, which is connected to the rotating seal. This can be contributed to a bonding issue, loading issues, or seizing of the seal causing twisting of the stem tubing.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury.

Manufacturer narrative:
Investigation: a service call was placed for cleaning. The service technician was able to duplicate the reported condition. Blood was observed under the outer bowl ring. The diaphram was replaced per manufacturing specifications for cleaning the bowl assembly. A used round processing bag with rotating seal attached was returned for evaluation. Upon visual inspection it was noted that the stem tube between the rotating seal and the round processing bag was found to be twisted approximately 180 degrees. Dry blood was observed on the stem tube indicting the leak most likely originated at that location. The rotating seal spun freely. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a leak in the centrifuge about 15 minutes into a bone marrow processing (bmp) procedure. Per the customer, approximately 15 cubic centimeter (cc) of product was lost, but they were able to recover the rest of the product and went on to finish the procedure. Per the customer, no one was exposed to the blood leak. Per procedure at the customer site, sterility testing was performed with negative test results. The patient was transplanted and given antibiotics prophylactically. The patient is reported instable condition. The customer declined to provide patient's identifier, age and weight.